Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to a leadless pacemaker interventional (micra) procedure. Reportedly, there was no suture present when the plunger was removed from the first prostyle device. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to 23f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. The cuff miss was not confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.